Manufacturer narrative:
Concomitant medical products: heparin and eptifibatide. This is one of three products involved with the reported event. The associated manufacturer report numbers are 003742446-2011-00353 and 3003742446-2011-00354. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional info received from the site indicated that a patient underwent revascularization of the mrca (80%) and drca (70%) vessels approximately 28 months post index procedure. Two promus stents were implanted in each lesion. The event was resolved without sequelae. The event was not related to the study stent, index procedure, or study drug. Correction: additional information received from the site indicated that the patient had only two cypher stents implanted (a 3.5x28mm stent in the prca and a 3.5x8mm cypher stent in the mrca) at the time of index procedure on (B)(6) 2010. Moreover, the indication for the index admission was acute myocardial infarction as per the cath report. This new information has been updated in the safety database and corrected accordingly. (B)(4). One of the product device with lot# 15077639 and catalog# cxs08350 has been voided since this product device was never delivered in the patient's heart. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00352, and 3003742446-2011-00353.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered restenosis approximately 28 months post procedure. The patient was a (B)(6) male with a history of angina, CABG (1994), family history of coronary artery disease, hyperlipidemia, renal insufficiency, dyslipidemia, gerd, and penicillin allergy. The indication for the index procedure was mi. The 1st target lesion was the proximal rca. Vessel diameter was 3.5 mm and the lesion length was 20 mm. The lesion was de novo, heavily calcified and extremely tortuous. Pre-procedure stenosis was 100%. It was possible that there was thrombosis present prior to pci. A cypher 3.0 x 20 mm was deployed at 16 atm. The mid rca was also treated because the percent stenosis was greater than originally expected. Vessel diameter was 3.5 mm and lesion length was 5 mm. The lesion was de novo, heavily calcified, and extremely tortuous. Pre-procedure stenosis was 70%. A cypher 3.5 x 8 mm was deployed at 14 atm. Post-procedure stenosis was 0%. The patient was discharged on dual anti-platelet therapy. Additional info received from the site indicated that a patient underwent revascularization of the mrca (80%) and drca (70%) vessels approximately 28 months post index procedure. Two promus stents were implanted in each lesion. The event was resolved without sequelae. The event was not related to the study stent, index procedure, or study drug. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077639 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00352, and 3003742446-2011-00353.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent coronary artery stent implantation and suffered an mi. This is a (B)(6) male with medical history including renal insufficiency, gerd, CABG 1994, hypertension and dyslipidemia. The patient presented with unstable angina and acute coronary syndrome 13 hours prior to the index procedure. Angiography revealed 100% stenosis of the rca. Timi flow 0 with thrombosis at the site. Two cypher stents were implanted without report of difficulties. The first stent was placed at the 100% stenotic lesion in the proximal rca and the second stent was placed distally and separately from the first stent in the mid rca. Timi flow of 3 was noted post stent implantation; however, it was noted that complete removal of the thrombus had not been achieved. Post procedure, the cardiac enzymes had an elevation as well as recent/acute anterolateral/apical t wave inversions noted on the 12 lead ECG. The post procedure was noted to be complicated by mild acute renal insufficiency that was captured as a non-complaint. The patient was discharged two days post index procedure on dual antiplatelet therapy. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status (specifically the thrombus present); vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Addendum: additional information received through adjudication minutes indicated that the patient was also diagnosed with mi approximately 28 months post index procedure based on the troponin results above than normal limit 0.19 (0.10 unl). The code for coronary artery restenosis has already been recorded. The complaint received states that this cypress study patient suffered restenosis and mi approximately 28 months post procedure. The patient was a (B)(6) male with a history of angina, CABG (1994), family history of coronary artery disease, hyperlipidemia, renal insufficiency, dyslipidemia, gerd, and penicillin allergy. The indication for the index procedure was mi. The 1st target lesion was the proximal rca. Vessel diameter was 3.5mm and the lesion length was 20mm. The lesion was de novo, heavily calcified and extremely tortuous. Pre-procedure stenosis was 100%. It was possible that there was thrombosis present prior to pci. A cypher 3.0 x 20mm was deployed at 16atm. The mid rca was also treated because the percent stenosis was greater than originally expected. Vessel diameter was 3.5mm and lesion length was 5mm. The lesion was de novo, heavily calcified, and extremely tortuous. Pre-procedure stenosis was 70%. A cypher 3.5 x 8mm was deployed at 14atm. Post-procedure stenosis was 0%. The patient was discharged on dual anti-platelet therapy. Additional info received from the site indicated that a patient underwent revascularization of the mrca (80%) and drca (70%) vessels approximately 28 months post index procedure. Two promus stents were implanted in each lesion. The event was resolved without sequelae. The event was not related to the study stent, index procedure, or study drug. Additional information received through adjudication minutes indicated that the patient was also diagnosed with mi approximately 28 months post index procedure based on the troponin results above than normal limit 0.19 (0.10 unl). The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077639 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instant restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00352, and 3003742446-2011-00353.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of angina, CABG (1994), family history of coronary artery disease, hyperlipidemia, renal insufficiency, dyslipidemia, gerd, and penicillin allergy. The 1st target lesion was the proximal rca. Vessel diameter was 3.5mm and the lesion length was 20mm. The lesion was de novo, heavily calcified and extremely tortuous. Pre-procedure stenosis was 100%. It was possible that there was thrombosis present prior to pci. A cxs08350 was deployed at 16atm. Another cxs0830 was deployed in the lesion at 18atm, distal and separate from the initial stent. The mid rca was also treated because the percent stenosis was greater than originally expected. Vessel diameter was 3.5mm and lesion length was 5mm. The lesion was de novo, heavily calcified, and extremely tortuous. Pre-procedure stenosis was 70%. A cxs08350 was deployed at 14atm. Post-procedure stenosis was 0%. Per adjudication notes received on (B)(4) 2011, the patient experienced an mi the day of the procedure, per cardiac enzymes.